Event description:
It was reported that the patient experienced a loss of pain relief, and it was discovered that the catheter had migrated intrathecally, from t9 to t1. Diagnostics included examination/palpation which revealed the loss of pain relief on the event date and fluoroscopy which revealed the catheter migration on 2014 (B)(6). The spinal segment of the catheter was revised on 2014 (B)(6); the catheter was spliced. The event was reported as on-going. The type of medication being delivered via the device system was not provided. A follow-up report will be sent if additional information is received.

Manufacturer narrative:
Product ID 8709sc, serial# (B)(4), implanted: 2012 (B)(6); product type catheter. (B)(4).

Event description:
Additional information received reported that the event resolved without sequelae on (B)(6) 2014.

Event description:
The device was used to deliver morphine.